Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a sample from the reported lot was provided for evaluation. During the visual evaluation, a kinked and looped fiber and fiber fragment were noted within the dialyzer at approximately 190°, with the dialysate ports situated at 0°, on the non-cavity ID end. Upon extraction of the fiber bundle, it was noted that the potted fiber fragment was actually a continuation of the looped fiber; the looped fiber was potted in the polyurethane (pu) in two sections on the same side. Approximately 1.00 inch of the fiber end was on the outside of the poly urethane. There was no other damage or irregularities noted. A review of the production record was performed. There was one temporarily approved deviation notice (dn) noted on the lot, which was unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred within 1 minute of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialyzer. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008t machine and it did alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the nurse reported that the blood leak occurred within 1 minute of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialyzer.the blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008t machine and it did alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.